Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during device inspection of the hospital's "clean area," multiple large volume pump modules were found with corroded or damaged iui connectors, including one (1) with missing iui connector pins. This was reported to bd representatives during their site visit. There was no reported patient involvement. Although requested, additional information was not provided.